Event description:
It was reported that an occlusion alarm occurred with the customer¿s insulin pump, causing concern and lack of trust from the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support replaced the pump to address the customer¿s concerns, and arrangements were made for the returned device.